Event description:
Reporter indicated a vns patient was interrogated and found to be at the incorrect settings. The patient was last seen on (B) (6) 2009 and vns diagnostics were performed at that visit. The patient was programmed back to the intended settings at the most recent office visit and it was noted the end of service flag had tripped to yes. A flashcard was sent to the reporter to download history from the vns computer to review programming history for the patient, but has not been received back to date.